Event description:
The customer reported that there was a communication failure and control panel errors. This error is likely to result in a system lock up and result in intermittent system functionality. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The control panel processor pcb assembly was evaluated and replaced. The associated nodes were also rebuilt. The system was tested and found to be working as intended and returned to service.